Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient experienced serious bodily injuries, including but not limited to, vaginal bleeding, mesh erosion, mesh exposure, foreign body reaction, and other injuries, disability, impairment, and permanent injury. The patient had undergone medical treatment and will likely undergo future medical treatment and procedures.